Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross a deployed stent. The 99% stenosed lesion was located in a calcified and severely tortuous left circumflex artery. A 2.5x24mm taxus express2 drug eluting stent was successfully deployed in the proximal portion of the lesion. When the physician attempted to deploy a second 2.5x24mm taxus express2 drug eluting stent in the distal portion of the lesion, they could not cross the previously placed stent. The procedure was completed with a non bsc bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis confirmed stent damage.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. The stent delivery (sds) was visually, tactilely and microscopically examined along the entire shaft length and no defects or anomalies were found. The distal end of the sds was inspected under magnification and damage was found on the stent. Proximal stent damage was found with one strut extending back 180 degrees. Blood and contrast was visible. The review of the manufacturing records found that the device met material, assembly and product specifications. The most probably root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.